Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date. This is a non-sterile device with no expiration date. Block h6: device code a0401 captures the reportable event of brush break. Block h10: one hedgehog brush was received for analysis. A visual analysis of the returned device found that the green handle and larger brush head were detached from the device.there were no noted breaks to the catheter that could have contributed to the detachment, and additionally there was no section of catheter remaining inside the detached component, which suggests that the component did not break off. There was some discoloration on the exposed end of the catheter, which is likely epoxy that failed in keeping the handle attached. No other issues noted. Based on the available information, the condition of the returned device confirms the reported detachment, and evidence suggests that this was due to failed epoxy. The IFU contains warnings for use of the product that would result in excessive force or potential damage to the device. The probable cause chosen for this complaint is manufacturing deficiency. A labeling review was performed and, from the information available, this is no indication that the device was not used in accordance with the IFU (instructions for use).

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on unknown date of event. Upon removal from the packaging, the channel brush detached. Scope cleaning was completed using another hedgehog double-end brush. There was no patient involvement with this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date. This is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on unknown date of event. Upon removal from the packaging, the channel brush detached. Scope cleaning was completed using another hedgehog double-end brush. There was no patient involvement with this event.